Event description:
Potential for injury associated with an m51psr20b consumer power wheelchair where the wheel fell off the chair. This event could result in product instability resulting in a tip and fall.